Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 19th june 2013. A visual inspection of the device revealed no apparent defects. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed by the user on the (B)(6) 2013 and that it had performed to specification up to the (B)(6) 2017. On the (B)(6) 2017, the device records two manual power ons under one duration. These manual power ups may indicate the user was regularly power cycling the device or the beginnings of a membrane failure. The investigation was unable to replicate, or find conclusive evidence of, the reported fault. Devices returned for switching on automatically normally have symptoms including an excess current drain and multiple manual power ups mainly of ten-minute duration. The current drain of the device was within specification. The device records 6 manual power ups all of under one minute duration over a 4 year period. The device performed to specification throughout testing at heartsine. The device was temperature cycled between 0-50°c for 48 hours while performing a self-test every 20 minutes. This equates to approximately 33 months of normal use without fault. As no fault could be found with the device it is reasonable to conclude that the manual power ups were due to the user power cycling the device.arly power cycling the device or the beginnings of a membrane failure.

Event description:
There was no patient involved. Device displaying switching on automatically symptom.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
There was no patient involved. Device displaying switching on automatically symptom.